Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A thrombectomy was performed to clean out the thrombus and an additional stent was implanted to reline the limb and resolve the event. The patient status has been confirmed as good.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 09-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported during follow-up approximately one month later that limb occlusion was identified. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Updated: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.